Event description:
Pt was seen by his physician after reporting shocks. Upon examination, it was determined that the pt had rec'd at least one inappropriate shock. High lead impedance and noise on the electrograms were also observed. The decision was made to explant the lead.